Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. Customer cleared the alarm to address the issue. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. A correction bolus via pump was administered to address bg level. The customer continued to use the pump for insulin therapy.